Manufacturer narrative:
Concomitant medical products: product ID 8782, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter; product ID 8784, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the reporter was in a catheter access port (cap) dye study and rotor study. The rotor study looked good but they were unable to aspirate for the dye study; therefore, the healthcare provider (hcp) was suspecting a kink. A refill was going to be done the day after the report so the hcp was pulling all the drug out of the reservoir and refilling with saline. They were going to allow the pump to ¿run its course¿. Additional information received reported there were reservoir discrepancies. At the refill, they expected 7ml and they got back 10ml. At the last two refills, there had been a 3 ml discrepancy of more drug coming back than what the programmer showed. It was stated that the drug could not be aspirated from the cap. The hcp chose to push the contrast through and everything was intact, and the patient had no adverse reaction to that. After that, they were able to aspirate from the cap. For the last couple weeks, increased pain had been reported. It was stated they were going to be ¿keeping an eye¿ on the patient and the discrepancies. The dose was increased and they programmed flex dosing so the patient would have a higher hourly rate from 8:00am to 8:00 pm. The pump was infusing hydromorphone and morphine (unknown). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted when more information becomes available.